Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during an attempt to create the arteriovenous fistula (avf), the venous catheter electrode allegedly failed to cut the tissue although it was properly align with the arterial catheter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this was the first complaint reported for this lot number to date. Investigation summary: the sample was received and evaluated. A tissue cutting test was performed with the sample device on porcine carotid artery tissue; the device was able to cut tissue. Tissue cut was measured and found to be 0.6cm in length. Therefore, the investigation results are unconfirmed as the device performed as expected under functional testing. The root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: g4 h11: b6, h3, h6 (results and conclusion)

Event description:
It was reported that during an attempt to create the arteriovenous fistula (avf), the venous catheter electrode allegedly failed to cut the tissue although it was properly align with the arterial catheter. There was no reported patient injury.